Event description:
It was reported that during a da vinci surgical procedure, the endowrist one vessel sealer instruemnt doesn't seal. A new instrument of the same type was used and the planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into a patient.

Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation. Investigation revealed the instrument failed a functional self-test. Engagement and recognition test passed. The instrument was able to pass a cut and seal test; however, an electrode gap check failed indicating the instrument's sealing function was likely affected. Intuitive surgical inc. (Isi) has made several attempts top to contact the initial reporter to obtain additional information. However; as of the date of this report, no additional information has been received. The customer reported complaint does not itself constitute a MDR reportable event; however; insufficient sealing, could likely cause or contribute to an adverse event if the failure mode were to recur.